Event description:
Multiple perclose failure complications along with heavily calcified vasculature led to bleeding in the patient¿s right cfa requiring a surgical cut down and repair. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to additional documents in i2k.